Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer was persistent in requesting transmitter replacement due to frequent sensor updating, change sensor alerts, and lost signal. The customer was treated for hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-7841zn, mmt-332a, mmt-378a, and mmt-7040ma. Troubleshooting was performed. The customer experienced multiple sensor issues (change sensor, sensor updating, lost signal, and high and low alerts) and declined further troubleshooting. The issue was escalated for transmitter and sensor replacement. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue use of the transmitter. Mmt-7841zn was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-378a. No product return is required for mmt-7040ma.

Manufacturer narrative:
Following one unit received, performed visual inspection and no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After two hours the unit was able to charge properly. After removing device from charger, the green led flashed properly. Unit passed functional including rf/ble test/downgrade/download/association/accuracy test. In conclusion: the customer complaint of unexpected alerts/alarm and communication anomaly is not confirmed, transmitter is working as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.